Event description:
Patient had a laparoscopic ventral hernia repair last year, postoperatively progressed as expected without complication. However, four days postoperative the patient's condition worsened and the patient had to undergo open surgery where two perforations were noted in the small bowel. According to the physician, the composix mesh was removed and it was noted that the patch had not retained its oval shape. The patch appeared crumpled on both sides and had creases running along the center of the mesh, indicating that the ring had broken.